Manufacturer narrative:
Reference e-complaint-(B)(4). Investigation: x-initiated manufacturer's investigation; x-no sample returned; x-review DHR. Analysis and findings: the reported complaint event cannot be verified or analyzed due to the absence of the affected inca device in that it was not returned. Should the affected device be returned in the future, the complaint may be reopened and amended as needed. A review of the two-year complaint history indicated that there were other similar complaints reported previously. Based on past similar reported event analysis investigations, it had been determined that the root cause was the incompatibility of the adapter used by the end user to mate or attach it to the csi white end connector. A review of the csi manufacturing assembly instructions indicated that nothing had been changed, and work instructions were properly being followed and adhered to. Further verification of sampled inventoried white adapter, part number: 010-013, was performed in the way of a dimensional verification which found it to be within print tolerances. A review of the lot DHR did not indicate any abnormalities. Correction and/or corrective action: none. Reason: corrective action is not applicable at this time due to the absence of the affected sample for investigative analysis. Preventative action activity: add warning to IFU (p/n 37368-dfu) to verify compatibility with adapters not supplied with system with the OEM. This complaint will be monitored for trending to access potential future action. Was the complaint confirmed? No.

Event description:
"The hose is disconnecting and coming off the plastic white piece. It will not stay connected." "Patient is desat. " "chief of neonatal call infection control and administration." Ref e-complaint-(B)(4).